Event description:
It was reported that during use of the Sphere catheter, ventricular tachycardia was induced with features suggestive of a focal origin at the right ventricular outflow tract. Radiofrequency energy was applied at the right ventricular outflow tract site using a ventricular setting, which terminated the ventricular tachycardia and restored sinus rhythm, and the case was completed successfully with the patient stable and in sinus rhythm. After the procedure ended, ST-segment elevation was observed, more prominent in lead V2, and physicians suspected it was associated with the patient¿s coronary anatomy; anomalous coronary anatomy was noted. Nitroglycerin1 milligram was administered and the ST-segment elevation resolved. Coronary angiography was subsequently performed and showed normal coronary arteries. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.